Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was experiencing symptoms of nausea. The customer was treated with pump. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 448 mg/dl. Customer stated that blood glucose would not come down, nausea and sharp side pains. The customer cause of the emergency room visit is hyperglycemia. The customer was treated and released same night. Customer was wearing the pump at the time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.